Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the likely cause of the reported issue was the force applied to the wire by the user. However, since the device was not returned for analysis, this could not be conclusively determined. Additional patient demographics were requested; however, they were not available from the site. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A balloon was inserted over the viperwire guide wire and the balloon prolapsed on the guide wire. The wire was forcibly pulled and the spring tip fractured. No attempt was made to retrieve the fragment, and the fragment remained in the artery. The vessel remained open with uncompromised flow.

Manufacturer narrative:
The incorrect year was inadvertently entered into the initial MDR report, 3004742232-2021-00213 as 2019, and has been corrected in this supplemental report to 2021. Csi ID: (B)(4).